Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) confirmed the code in the significant event log. The fse replaced the cpu by the recommendation of the service guide. Performed all tests successfully per the service guidelines. The cpu was return for analysis and the root cause was due to the piezo buzzer (ls1) was failing due to the insulation resistance being out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code (1104) backup alarm failed. There was no patient involvement.